Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ff017 - 6 craniofix burr hole clamp absorb.16mm. According to the complaint description, the product was received in a defective condition. It was noted that likely the thread was cut. There was unknown patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).

Event description:
Patient harm was updated to "no patient hazard." The discs would not firmly tighten and close even though the surgeon pulled the suture to fix the disc.

Manufacturer narrative:
According to manufacturer's reporting evaluation, this malfunction is considered no longer reportable. The reporting decision is based upon the review of the applicable risk analysis. The review of the risk analysis after investigation revealed that the applicable failure mode is rated with a severity of 2(5). Based upon risk management review, we conclude that even if the reported failure is to reoccur, no serious injury for patient, user or third party is to be expected. The initial vigilance evaluation in accordance with 21 cfr part 803, section 803.3, is no longer valid. Investigation results: aesculap ag checked all production documents for the lot in question, as well as the thread batches processed in this lot. No abnormalities were found here. No definitive cause of the problem could be found. Device history records: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There is one further complaint with this lot at hand. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event was initially considered reportable for the following reason: - malfunction (report not later than 30 days). The assessment for the reportability of this malfunction was based on applicable risk analysis. Conclusion/preventive measures: the root cause for the problem could not be finally concluded. The batch size of the affected batch 52753245, is (B)(4) pieces. Legal manufacturer concluded that this is not a systematic failure based on the fact that only one complained was received with this failure mode. Upon review of the investigation results, a CAPA is not required.